Event description:
The recipient reportedly underwent a cleaning of the auditory canal and the electrode was accidentally pulled out of the cochlea. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The device passed both the external visual and photographic imaging inspections. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.